Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported receiving a battery alarm. Troubleshooting was performed. Assisted the customer to clear the alarm. The customer stated that the buttons were unresponsive. The customer stated that her insulin pump has cracks on the reservoir window. During the call the customer stated that she was hospitalized due to high blood glucose of 756 mg/dl. The customer stated that she was vomiting and fell down prior to her admission. The customer stated that her glucose level went up again since (B)(6) 2011. The customer stated that the doctors felt that her high glucose might be due to the insulin pump. The customer's most recent glucose reading was 422 mg/dl. No further info was provided.